Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists, (though inadvisable per expert opinion provided by dr. (B)(6), dated (B)(6) 2002) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore is reportable per 21 cfr part 803.

Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure. Dr. Would not discuss outcome of case. No report of injury to patient.